Manufacturer narrative:
Return testing was not completed as returns were not available. The ict module was expired and replaced by the customer which resolved this issue. A review of ticket trending did not identify any complaints that were similar for falsely elevated sodium patient results. The trend review by the product list number found no trends related to this issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier sid (B)(6).

Event description:
The customer reported falsely elevated sodium (na+) results generated on the architect c8000 on one patient. Results provided: (B)(6) 2020 sid (B)(6) = 180 / 179.1 mmol/l, another direct potentiometry analyzer = 140 mmol/l; new sample sid (B)(6) = 131.5 mmol/l. Normal range: (136-145 mmol/l). No impact to patient management was reported.